Event description:
It was reported that the rod broke while the in-situ benders where bending the rod. Additional titanium rods were used to complete surgery.

Manufacturer narrative:
Method: device inspection and device history review. Results: two rod was confirmed visually to be fractured in the 5.5 mm diameter region. Manufacturing records were reviewed and no anomalies were found. Conclusion: the cause of the fracture is likely dependent on site specific loading conditions (including the location, direction, amount, and speed of loading) as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction.

Event description:
It was reported that the rod broke while the in-situ benders where bending the rod. Additional titanium rods were used to complete surgery.